Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-mar-2023 h6: investigation summary customer returned two syringe alrg safetyglide 1ml w/ndl loose. It was reported by the customer that plastic stick came off the plunger and needle tip was bent by dislodged cap. Syringes were visually examined and observed one syringe with dislodged cap with needle bent and other with broken plunger rod. A review of the device history record was completed for batch# 2011686. All inspections and challenges were performed per the applicable operations qc specifications. There were no quality notifications or dispatches that pertained to the complaint, therefore no root cause can be determined.

Event description:
It was reported that the bd allergy tray safetyglide¿ regular wall sliding safety needle experienced plunger rod broken. The following information was provided by the initial reporter: : 1 syringe--- plastic stick came off of plunger when drawing up medication.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd allergy tray safetyglide¿ regular wall sliding safety needle experienced plunger rod broken. The following information was provided by the initial reporter: : 1 syringe--- plastic stick came off of plunger when drawing up medication.